Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes further noise episodes were seen on a merlin.net transmission. The lead was capped.

Event description:
It was reported that a patient presented for a follow up. Intermittent oversensing of underlying noise on the ventricular lead leading to inhibition of ventricular pacing was observed. Patient is pacemaker dependent. Programming changes were performed.